Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Upon review, the patient's right ventricular (rv) lead exhibited high capture thresholds and high pacing impedance. No intervention was performed, the patient would continue to be monitored. The patient was stable.